Event description:
A customer had a problem with a 3cc combo needle and syringe. The customer reports "this product was used in a veterinary setting although intended for human use." The customer reports "the needle detached and remained in the of the horse."